Event description:
My ICD device "alerted" not too long ago, after which I called my doctor. Being the weekend, I got his on-call replacement, who strongly suggested I come in to have my device checked, which I did on monday morning, (B)(6) 2014. Since my doctor was not in the office, the other doctor, after looking at the report, suggested I make an appointment with my doctor, which I did the following friday (B)(6) 2014. In the late afternoon of (B)(6) 2014, I got a call from my doctor urging me to go to the emergency room immediately because my device had "pinged" again, indicating it was non-operational and therefore as a precaution, wanted me in the hospital in case my heart should stop and I'd therefore have plenty of life-support/rescue trained personnel on hand. I declined to go and asked him to make arrangements for me asap to go in as an out-patient and I went to my schedule appointment. He again urged me to reconsider, and I again declined, at which point, he instructed his staff to start making arrangements to check me into the hospital for a device and lead removal and replacement. That took place the event of wednesday, (B)(6) 2014.